Event description:
It was reported to boston scientific corporation that a flexima plus biliary stent was to be implanted in the bile duct during an endoscopic biliary stent placement procedure performed on (B)(6) 2025. During the procedure, the device could not be released into the bile duct. As a result, the entire endoscope was withdrawn, revealing that the stent flap had become caught on the tip of the endoscope. The procedure was successfully completed using another flexima plus biliary stent. There were no patient complications reported as a result of this event. Note: this event has been deemed MDR reportable based on investigation findings, which confirmed that the stent barb had separated. Please refer to block h11 for full investigation details.

Manufacturer narrative:
Imdrf device code a0401 captures the reportable investigation finding of stent barb detached/separated. Block h11: a flexima biliary stent with delivery system was received for analysis. The push catheter suture hole was found to be in good condition. Visual examination of the returned device revealed that both the push catheter and the guide catheter were kinked, and the stent was damaged, with the stent barb detached/separated. No other issues were noted with the stent or the delivery system. Product analysis confirmed the reported event of stent failure to deploy. However, the reported device interaction with another device could not be confirmed, as it occurred during the procedure and could not be replicated in the laboratory setting. Furthermore, the investigation also found that the stent barb was detached/separated, the push catheter and the guide catheter were kinked. Taking all available information into consideration, the investigation concluded that the kinks in the push catheter may be related to user manipulation, technique applied during the procedure, and/or tortuous anatomy. Once the push catheter was kinked, the user may have experienced difficulty withdrawing the guide catheter, potentially leading to the application of excessive force or tension. This may have resulted in further kinking and damage to the stent. Therefore, a review and analysis of all available information indicated that the most probable cause of the event is an adverse event related to the procedure.